Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported there have been "spots and stripes" on the infusion device display for the past several weeks and the numbers are only partly readable. The infusion device was not dropped. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval. No additional info was provided.